Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with hydro-distension of bladder to treat moderate stress urinary incontinence and interstitial cystitis. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems and dyspareunia. (B)(4) ¿ urinary problems; dyspareunia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and interstitial cystitis and mesh was implanted along with the concurrent procedure of hydro-distension of the bladder. It was reported on (B)(6) 2012 that the patient had chronic interstitial cystitis and was prescribed amitriptyline.